Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the coil deployed in an unintended target location, requiring snare for removal. The target location was located in the tortuous coronary artery. A 4mm x 8cm interlock coil was selected for coronary artery fistula embolization. During the procedure, the coil was suddenly released in the catheter. When it was pulled back, the coil was brought to the main trunk, affecting the blood flow of another vessel. A snare was used to remove the coil, and the coil was noted to be deformed. The procedure was completed using a different device. No complications reported, and patient was stable post procedure.

Event description:
It was reported that the coil deployed in an unintended target location, requiring snare for removal. The target location was located in the tortuous coronary artery. A 4mm x 8cm interlock coil was selected for coronary artery fistula embolization. During the procedure, the coil was suddenly released in the catheter. When it was pulled back, the coil was brought to the main trunk, affecting the blood flow of another vessel. A snare was used to remove the coil, and the coil was noted to be deformed. The procedure was completed using a different device. No complications reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the pusher wire was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the pusher wire was bent and detached at the heat shrink tfe tubing section. Dimensional inspection of the pusher wire revealed the components were within specifications.